Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor unable to complete incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation the monitor was unable to power on. The u200 programmable logic device was shorted on the monitor c/a board and there were multiple component failures on the defibrillator pca. The cause for the failure was isolated to the defective components. The root cause of the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to complete incoming functionality testing.